Event description:
A surgeon reports that following bilateral intraocular lens implant surgery, a patient is bothered by refections on the lenses under various lighting conditions. A lens exchange is planned, after which the event is expected to resolve. There are two medical device reports for this event; this report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product release criteria. There have been no other complaints. Additional information was requested 12/16/2009, 12/17/2009 and 01/04/2010. A completed questionnaire was received from the surgeon. (B) (4). (B) (4). (B) (4).